Event description:
It was reported that the patient received 35 inappropriate shocks, and the right ventricular (rv) lead exhibited high impedances, noise, and oversensing. The lead detections were programmed off initially. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. Additionally, the atrial lead was found to have dislodged. During the rv lead replacement procedure, the physician determined that the atrial lead was still in an acceptable position after dislodgement, and elected to leave the atrial lead in the current position. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5594, implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.